Event description:
The customer reported that during an oophorectomy, and end tone, indicating a completed seal cycle, was provided by the generator. The surgeon stated that some bleeding was noted after the sealing process. The surgeon stated that the partial sealing may have been caused by the large fatty deposits in the tissue being worked upon in the pt, who was described as being obese. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.